Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted nephrectomy procedure, the seal cap ripped in the beginning of the case. Another device was used to complete the procedure. There was no adverse consequence to the patient.